Manufacturer narrative:
Concomitant medical products: model: 3116, gastric mgu ipg; implanted: (B)(6) 2012; model: 435135, gastric mgu lead; implanted: (B)(6) 2012; model: 435135, gastric mgu lead; implanted: (B)(6) 2012.

Event description:
It was reported that the patient phoned in to report that their device had dislodged. Follow-up with the patient's clinic revealed that the patient was seen on (B)(6) and the patient is currently an in-patient at the hospital. It was discovered that the patients right ventricular (rv) lead had triggered a rv lead impedance warning. Via x-ray it was discovered the lead was wrapped around their implantable cardioverter defibrillator (ICD) as the pateinet had "twiddled" the device and rotated it within the pocket, therefore dislodging the rv lead. All tachy therapies were programmed "off" at that time. The device and lead currently remain in use and the patient will continue to be monitored until the physician decide how to proceed with the patient's treatment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.